Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06291. It was reported that there was difficulty withdrawing the stent back into the guidezilla and the stent became deformed. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the severely tortuous and non-calcified left circumflex (lcx) artery to obtuse marginal (om) branch. A 7fr non-bsc guide catheter was chosen to engage to lcx ostium with good support and without complication. Angiogram revealed well patency of lad stents with timi iii flow. A 0.014" non-bsc hypercoat wire was inserted into lcx-om, then an unspecified 3.5x15mm balloon was inserted with assistance of the 6f guidezilla¿ ii guide extension catheter and inflated to mid om with the maximal pressure of 14 atmospheres. A 3.50 x 16mm synergy¿ drug-eluting stent was advanced with many supportive means including increasing support with 0.014" non-bsc guide wire, which inserted under non-bsc micro-catheter and the guidezilla, but could not pass to distal portion of the lesion due to high tortuosity. Then, during manipulation of both synergy stent and guidezilla, the stent became stuck with guidezilla's tip and could not be drawn back into guidezilla. Both devices were then withdrawn from the guide catheter. The stent struts of the synergy were found distorted and the tip of the guidezilla was also deformed. Another 3.50 x 16mm synergy¿ drug-eluting stent and guidezilla catheter were introduced but still could not cross the lesion even with the guidezilla was deeply seated. Another unspecified wire was introduced but could not re-enter into distal true lumen. Another 0.014" non-bsc wire was attempted but could not exit into true lumen. Subsequent angiogram revealed dissecting flap at mid lcx without compromised flow. After 10 minutes of observation revealed dissection was stabled with timi ii flow. Plain old balloon angioplasty (poba) to mid om was performed, but failed attempts for stenting. No further patient complications were observed, and the patient's status was stable. Coronary artery graft (cag) and percutaneous coronary intervention (pci) to lcx-om will be reconsidered in next 6 months.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 6f guidezilla ii guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (misshapen/notched), kinks in the distal shaft located 11.5 cm and 14 cm from the tip, and the tip (markerband) and distal shaft damaged (flattened) for a length of 4 mm. The damage to the device is consistent with advancing in difficult anatomy. The stent device used in the procedure was not returned with the guidezilla device, so a lab supplied 4.0 stented catheter was used to functional test the returned guidezilla. The tip of the stented device was loaded into the collar and advanced through the distal shaft up to the damage at the tip/shaft, and then could not advance further. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the dissection was a non-flow limiting and was treated by inflating a nc balloon for 30 seconds.